Event description:
Rptr is assistant director at blood bank, rptr was auditing the blood bank, and when they were inspecting donor's area they found they were using an product to measure temperature called tempa-dot. As soon as rptr found this product they concluded it was expired. They closed that area until they are able to get more info. The product box had a different label: exp as expedition date and val as valid date. Rptr tried to call the pymatt corp in somerville nj, to get more info about the lot number and to clarify, but the phone number had changed. Rptr does not know for sure if "exp" is for expiration or expedition date.